Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has had high out-of-range shock impedances for the past year. A review of the therapy history noted that the last high energy shock had normal impedances. A copy of the device's memory was preserved for analysis. Based on the available data, and given that high energy shocks have returned an in-range impedance boston scientific technical services (ts) suspects a less than optimal lead/pg connection on the rv distal coil. No adverse patient effects were reported. The device system remains implanted and the patient will be monitored.